Event description:
It was reported that the clinician changed the paced atrial to ventricular interval to allow more intrinsic ventricular event to be sensed but that has led to far field ventricular event oversensing. The clinician will further adjust settings to correct. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.